Manufacturer narrative:
Updated fields: d4, d10, g4, g7, h2, h3, h4, h6, h10. Unique device identifier (UDI) : (B)(4). Sample was received for evaluation. Device history record (DHR) - there is no indication that the production process may have contributed to this complaint. Failure analysis- the valve was visually inspected. The stator and x ray dot were dislodged as well as a bump mark in the valve casing were noted and needle holes in the needle chamber. The valve could not be program or pressure tested due to the dislodged stator. The valve passed the test for occlusion, reflux and magnets. The valve was leak tested and only leaked from the needle holes in the needle chamber. A bump mark was noted in the valve casing. Corrosion was noted on the stator and the x ray dot. The root causes for the dislodged stator and x ray dot could be partly due to the valve receiving a hard knock. The root cause for the bump mark in the valve casing is due to the valve receiving a hard knock. The root cause of the corrosion could not be clearly determined.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported it was not possible to change the setting of a hakim valve the valve was implanted via vp-shunt about 10 years ago. An initial setting was unknown. It was not possible to change the setting when attempted. Neodymium magnet was used, but it did not solve the problem; therefore, the valve was replaced with a new valve.